Manufacturer narrative:
Previous medwatch reported the event of suspected alcl. Upon review of the new information received, allergan medical safety determined that this event is not device related.

Event description:
Patient representative reported bia-alcl diagnosis and "pain in right neck and axilla." Treatment provided as "chop chemotherapy" and "2 cycles of dhap chemotherapy." The histological biomarker for alk was reported as positive; therefore, this is not a case of bia- alcl. These events have been confirmed to be not related to the device. The side of this record is unspecified. The device remains implanted.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported bia-alcl diagnosis. Pathological markers have not been provided. Affected side and device status are unknown.